Event description:
During the sapenous vein harvesting procedure, the tunnel collapsed at mid leg. The surgeon was able to complete the procedure using the same device. No medical or surgibal intervention was performed. No patient complications were reported.